Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a spot was noticed on an intraocular lens (iol). There was no patient contact with the lens or the cartridge. The procedure was completed successfully with a backup lens. No patient injury involvement reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/24/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site adhered to the bottom of the folding carton. Visual inspection at 10x microscope magnification showed particles on the surface of the lens that could be related to the handling of the unit out of a controlled environment and/or the way the lens was returned. Debris was confirmed on the lens; however since a specific particle was not identified by the customer as the cause of the complaint, it was not possible to determine the source of the particle and to determine whether it was related to the manufacturing process. Therefore the customer's reported complaint of a spot on the lens could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.